Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused pacemaker was unable to be interrogated after distribution and prior to implant. No intervention was performed and no patient was involved.

Manufacturer narrative:
The pacemaker was returned for the reported event of failure to interrogate. Analysis found the pacemaker was above elective replacement indicator (eri) but below expected battery level and had no telemetry or output. The reported event was confirmed and attributed to a latch-up condition affecting and damaging the hybrid circuitry.